Event description:
Pt admitted to hosp for heart cath. Pt experienced short run of ventricular tachycardia following angioplasty apparatus and guidewire removal. Subsequent angiogram and diagnostic cath found small piece of guidewire trapped in stent. Pt reported to be stable, so wire not removed.